Manufacturer narrative:
Pro code (product code) - ocl.

Event description:
It was reported that insufficient ice occurred. A cryoablation console and six needles were selected for the treatment of a renal cell carcinoma. Testing was performed successfully prior to the procedure. During the procedure, seven minutes into the freeze cycle, it was determined that one iceforce 2.1 cx 90 degree needle and two iceforce 2.1cx needles were not freezing. A second cycle was performed with the three non-functioning needles. A third cycle with the non-functional needles was performed with a fresh can of argon. After the third attempt with the non-functional needles, the physician determined that the tumor was likely undertreated and the patient will need to return for an additional treatment.

Manufacturer narrative:
D2b: pro code (product code) - ocl.

Event description:
It was reported that insufficient ice occurred. A cryoablation console and six needles were selected for the treatment of renal cell carcinoma. During the procedure, at the 7 minute scan, it was determined that one iceforce 2.1 cx 90 degree needle and two iceforce 2.1cx needles were not freezing. A second cycle was performed with the non-functioning needles. A third cycle with the non-functional needles was performed with a fresh can of argon. After the third attempt with the non-functional needles, the physician determined that the tumor was likely undertreated and the patient will need to return for an additional treatment.